Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The instrument is no longer in use, so further investigations could not be performed. Insufficient wash efficiency of the analyzer or preanalytical contamination of the sample/reagent probe are assumed to be possible root causes of the carry- over observed by the customer.

Manufacturer narrative:
Probes were replaced on the system on (B)(4) 2015. The lamp was also replaced on (B)(4) 2015 and the waste box fitting was cleaned on (B)(4) 2015. The field service representative replaced the input water filter and decontaminated the entire fluidics system, including the internal reservoir on (B)(4) 2015. The field service representative also corrected a float switch. The customer completed check tests of the system. A wash valve was replaced on (B)(4) 2015 and all tests were recalibrated after doing this. The customer removed the added washes. The customer ran precision and linearity studies both prior to and after removing the added washes. The field application specialist checked the precision and linearity studies. The field application specialist summarized that as of (B)(4) 2015, all analytes in the study meet specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that starting at the end of (B)(6) 2015 or the beginning of (B)(6) 2015, they started having issues with quality control imprecision. The customer noticed the control issue because there was a shift in controls at the end of the day. At the time of the issue, the customer reported that they questioned results for a total of 60 patient samples tested for cholesterol, creatinine plus ver.2 (crea), glucose, hdl, and triglycerides. The samples in question were measured for a study and the customer runs patient samples on the analyzer once per week for this particular study. Of the 60 patient samples, 35 were found to have erroneous results for crea. Refer to the attachment for all affected patient results. The initial results for samples one through seventeen were measured on (B)(6) 2015. The initial results for samples 18 through 35 were measured on (B)(6) 2015. All initial results were reported outside of the laboratory and were measured using crea reagent lot number 61140901. The customer was asked, but did not know which results were considered to be correct. The customer wanted to check if the issue was related to the reagent lot number, so the customer loaded new reagent lot number 61349901, calibrated it, then repeated both controls and patient samples on (B)(6) 2015. The patient sample results repeated with new reagent lot number 61349901 and tested on (B)(6) 2015 are documented in the column "first repeat result" on the attached data. On (B)(6) 2015, the field service representative determined that pipetting was imprecise on the instrument. He replaced pipette valves, syringes, and sample tube sets from the syringes and probe heads. He ran a successful pipetting verification check test. The customer ran quality controls and these were successful. The customer also ran linearity studies. After the service actions, the customer repeated the samples a second time on (B)(6) 2015 with reagent lot number 61140901. These results can be seen on the attachment in the column "second repeat result". It was asked, but it is not known if any patients were adversely affected due to the event. No adverse events were alleged. The crea reagent lot number was 61140901, with an expiration date of 11/30/2015. The field service representative returned to the site and determined that there was reagent probe carry-over on the instrument. He performed corrective maintenance by adding carry-over evasion washes on the analyzer. The customer ran precision studies and these were successful. The customer also performed additional linearity studies and stated that linearity had improved after addition of the wash cycles. On (B)(6) 2015, the field service representative changed the order of testing and added a wash step between each creatinine sample. It was later noted that the field service representative replaced probes on (B)(6) 2015.